Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the discovered false downstream occlusions. Evaluation found the force sensor and pressure plate gap to be out of specification. The force sensor was recalibrated to ensure proper occlusion detection.

Event description:
During baxter's functional testing of a spectrum pump, the device displayed a "downstream occlusion" alarm when no occlusion was present. There was no patient involvement.